Event description:
Reporter didn't hear any click sound after 10 seconds also and noticed needle came out from first pen [device malfunction]. Needle was bent [needle issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device malfunction, needle issue, and no adverse event in a 15-year-old female patient (race not reported) from the united states. The patient's age at the time of the event experience was 15 years. On (B)(6) 2024, amneal pharmaceuticals received information from the patient¿s mother via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was being treated with twinject (epinephrine auto-injector) 0.3 milligram via intramuscularly (ndc: 0115-1694-30, lot no: g240405x, and expiration date: 30-nov-2025) from (B)(6) 2024 (dose and frequency were not reported) for allergic reaction. Concurrent conditions included anaphylactic reaction, allergic reaction. History of allergies included allergy to cashew nuts. Concomitant medications, medical history, history of procedures/surgeries, history of smoking/alcohol consumption, recreational drug use was not reported. Laboratory tests were not reported. On an unknown date, the patient received sealed medication from the pharmacy. On (B)(6) 2024 patient had allergic reaction, and immediately injected first epinephrine injection to patient, and she didn't hear any click sound after 10 seconds also and noticed needle came out from first pen. Later immediately she tried a second epinephrine injection to patient after hearing click sound, removed epinephrine injection from outer thigh and noticed that needle was bent. Later the reporter took the patient to emergency room and confirmed patient got correct epinephrine injection medication in emergency room and on the same day patient discharged. Last action taken with twinject in relation to device malfunction, needle issue, and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the events device malfunction, needle issue, and no adverse event was unknown. The reporter did not provide the causality of device malfunction, needle issue, and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited.

Event description:
Reporter didn't hear any click sound after 10 seconds also and noticed needle came out from first pen [device malfunction]. Needle was bent [needle issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device malfunction, needle issue, and no adverse event in a 15-year-old female patient (race not reported) from the united states. The patient's age at the time of the event experience was 15 years. On 16-oct-2024, amneal pharmaceuticals received information from the patient¿s mother via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was being treated with twinject (epinephrine auto-injector) 0.3 milligram via intramuscularly (ndc: 0115-1694-30, lot no: g240405x, and expiration date: 30-nov-2025) from (B)(6) 2024 (dose and frequency were not reported) for allergic reaction. Concurrent conditions included anaphylactic reaction, allergic reaction. History of allergies included allergy to cashew nuts. Concomitant medications, medical history, history of procedures/surgeries, history of smoking/alcohol consumption, recreational drug use was not reported. Laboratory tests were not reported. On an unknown date, the patient received sealed medication from the pharmacy. On (B)(6) 2024 patient had allergic reaction, and immediately injected first epinephrine injection to patient, and she didn't hear any click sound after 10 seconds also and noticed needle came out from first pen. Later immediately she tried a second epinephrine injection to patient after hearing click sound, removed epinephrine injection from outer thigh and noticed that needle was bent. Later the reporter took the patient to emergency room and confirmed patient got correct epinephrine injection medication in emergency room and on the same day patient discharged. Last action taken with twinject in relation to device malfunction, needle issue, and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the events device malfunction, needle issue, and no adverse event was unknown. The reporter did not provide the causality of device malfunction, needle issue, and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 05-nov-2024. New information received includes qa investigation report, attached with this case. On 16 oct 24, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g240405x, ¿needle didn't come out (first epinephrine injector) and needle got bent (second epinephrine injector)¿. The investigation complaint sub-type based on the complaint information was determined to be ¿defective injector; bent needle; sheath not removed by sheath remover¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation of the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. A reserve sample was pulled for evaluation. The sheath was removed by the sheath remover from the sample, after firing the sample into a vial, the needle is straight, the needle length is within the 0.4" to 0.6" range, and the device delivered the correct dose as intended. The root cause of the complaint sample failures could not be determined, and no corrective actions were deemed necessary. There has been no other complaint reported for lot g240405x for the past 24 months. There have been thirty-nine (39) other, similar complaints reported in the complaint category ¿defective injector¿ in the past 24 months. None of the 39 similar complaints were attributed to the manufacturing process. Note complaints are assigned the sub-type of defective injector when details surrounding the event lack details to determine a more specific complaint sub-type. There have been fourteen (14) other, similar complaints reported in the compliant category ¿bent needle¿ in the past 24 months. None of the 14 similar complaints were attributed to the manufacturing process. There have been thirteen (13) other, similar complaints reported in the complaint category ¿sheath not removed by sheath remover¿ in the past 24 months. None of the 13 similar complaints were attributed to the manufacturing process. Based on the retain review and testing, the retain conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. Sample # 1: based on the complaint sample evaluation of the reported complaint "needle didn't come out (first epinephrine injector) and needle got bent (second epinephrine injector)" was confirmed as the sheath remover was removed from the device and the sheath remained on the device. However during functional testing the sheath remover when reapplied did removed the sheath, and is not considered a malfunction since it was able to be removed per the IFU instructions. As such a root cause is potential user error, as there were no defects observed and the sheath was capable of being removed by the sheath remover. Sample # 2: based on the complaint sample evaluation the reported "needle didn't come out (first epinephrine injector) and needle got bent (second epinephrine injector) was confirmed for bent needle, however the bending occurred after administration as there was evidence that the needle was administered to the patient correctly and dose was delivered. A root cause for the reported complaint is user error due to handling by the user. Per a previous study bent needles were not seen when the insertion and removal angles were kept the same. Needle angles were primarily influenced by rotation of an activated device prior to removal. Two photos were provided by the reporter. Based on the photos provided both images were of fired 0.3mg epinephrine auto-injector. Photo 1 confirmed the reported bent needle. For photo 2, the defect type of sheath not removed by sheath remover could not be confirmed as there was no visible solution observed in the sheath, based on the photo provided. A root cause related to user error or device malfunction could not be determined based on the photos provided. Complaint subtypes: defective injector: based on the photos provided, photo 1 confirmed the needle was bent. As there were insufficient details provided to determine what cause the reported ¿needle didn't come out (first epinephrine injector) and needle got bent (second epinephrine injector) a root cause for user error or device malfunction could not be determined. Note complaints are assigned the sub-type of defective injector when details surrounding the event lack details to determine a more specific complaint sub-type. Bent needle: based on the photos provided by the reporter, photo 1 confirmed the needle was bent. Controls are in-place to assure needles do not exceed an angle of 2 degrees from straight. The device is designed such that the needle remains unexposed (within the nose cap) until after administration of the dose. Post-administration, the needle protrudes from the red nose cap when removed from the patient¿s thigh. If not removed from the thigh properly (pulled straight out), then there is a potential for the needle to bend. The approved instructions for use state, ¿place the red tip against the middle of the outer thigh (upper leg) at a 90-degree angle (perpendicular) to the thigh. Press down hard and hold firmly against the thigh for approximately 10 seconds to deliver the medicine. Only inject into the middle of outer thigh. Do not inject into any other part of the body. Remove epinephrine injection from the thigh.¿ as part of post marketing requirements (pmr-3479-1), a total of (B)(4) devices were tested during dose reliability testing for pmr 3479-01. Bent needles were not seen when the insertion and removal angles were kept the same. Needle angles were primarily influenced by rotation of an activated device prior to removal. This finding indicates that the most likely causal factor for reported bent needle complaints is not attributed to the manufacturing process but rather due to the handling by end users. Adequate controls are in place to prevent the potential of bent needle defects being generated and going undetected in the manufacturing process. Sheath not removed by sheath remover: based on the photos provided, the needle was not visible, and the sheath was attached over the needle. Based on the photo there did not appear to be a visible solution inside the sheath, had there been solution inside the sheath, it may not have been removed prior to administration. As such, a root cause for the defect type of sheath not removed by sheath remover¿ for user error or device malfunction could not be determined. As there were insufficient details provided for the reported event and the complaint sample photos did not provide any evidence of user error or device malfunction could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g240405x for the complaint category ¿ ¿defective injector; bent needle: sheath not removed by the sheath remover¿, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. All in-process and final release criteria were met for the lot manufactured at phillips-medisize. A retain review was performed and the product conformed. At the time of this report the complaint sample had been returned, but the complaint sample evaluation had not been completed. As there were insufficient details provided for the reported event and the complaint sample photos did not provide any evidence of user error or device malfunction could not be determined. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with twinject in relation to device malfunction, needle issue, and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the events device malfunction, needle issue, and no adverse event was unknown. The reporter did not provide the causality of device malfunction, needle issue, and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.